Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer had received multiple, intermittent minimum fill messages on the pump after filling the cartridge with 300 units. Multiple cartridges were used and the messages reoccurred. The customer's blood glucose level was not impacted. Tandem technical support assisted the contact and a new cartridge was successfully loaded.